Manufacturer narrative:
(B)(4). Method: the complaint opt316 cannula was received and was visually inspected. Results: visual inspection revealed that the cannula was broken between the prongs and was separated into two parts. There was no other damage or defect. Conclusion: we were unable to determine the cause of the damage, but the customer had informed us that the child had "swiped his face with his hand". All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained; appropriate monitoring must be used at all times; do not stretch or crush tube.

Event description:
A hospital in (B)(6) reported via our distributor that an opt316 optiflow junior nasal cannula broke in two after less than a day's use on a patient. No patient consequence was reported.